Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0001825034-2024-00183.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0001825034-2024-00183.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00183, 0001825034-2024-00185, and 0001825034-2024-00186. D10 medical products: oss poly tibial bushing catalog#: 150476 lot#: ni oss poly femoral bushings catalog#: 150477 lot#: ni oss tibial poly bearing 14mm catalog#: 150411 lot#: ni custom compress oss bij device catalog#: ni lot#: ni unknown palacos cement catalog#: ni lot#: ni oss mod tib baseplate 79mm catalog#: 150424 lot#: ni oss cemented im stem 13mmx90mm catalog#: 150362 lot#: ni oss reinforced yoke catalog#: 150493 lot#: ni oss 7cm segmental femoral rt catalog#: 150354 lot#: ni oss axle catalog#: 150480 lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately three years post-implantation due to unknown reasons. Attempts have been made and no further information has been provided.